Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet became stuck in the pacing lead. The pacing lead was explanted and replaced and a new stylet was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the stylet was in the lead at time of analysis. It was removed without anomaly. The analyst noted the stylet passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.